Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the connecting tube had coating peeling (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to the wear of the angle wire, bending angle in up direction did not meet the standard value. Due to a pinhole on the bending section cover, water tightness was lost. Adhesive on the bending section cover had a chip. The connecting tube, control unit, scope cover, switch box, grip, angulation lever, up/down plate, forceps channel port, insertion tube rotation ring, universal cord, scope connector, and scope connector cover unit were scratched. The light guide cover glass was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that the coating peeled off due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿ 4.¿inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects.¿ olympus will continue to monitor field performance for this device.